Event description:
It was reported that the customer had a low battery alert. Battery indicator does not show less than 2 bars. Battery lasted more than 1 week. Customer stated that she will inspect the next battery change since she just changed the battery. Customer was advised to monitor the pump. Customer also had an off no power alarm. Blank display or battery cap issue could not be confirmed since the customer needed to get off the phone. Customer was also hospitalized a couple times due to an infection. Customer stated that she will call back. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.